Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1ml ls 25ga 5/8in chin graphics package was damaged. The following information was provided by the initial reporter: the customer found the color of the package changed before using it. About 5cm of the length was red, which was not available before, and the package was in a half-open state.

Manufacturer narrative:
H6: investigation summary: two photos were received by our quality team for evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. From the photos, it was observed that there was a piece of red tape stuck to the top web and no transfer of sealing observed on the bottom web. The red tape was used to splice between rolls from the top web supplier. At the syringe primary packaging machine, there is a top web splice sensor installed to detect the red tape. The probable root cause could be that the production technician failed to remove the affected unit blister package with the red tape and this caused no transfer of sealing at the bottom web. Hence, the escapee went to the next process and was packaged. A individual reset button for splice detection to alert the production technician when red tape is detected will be installed as well as communication to the production technicians about this nonconformance.

Event description:
It was reported that syringe 1ml ls 25ga 5/8in chin graphics package was damaged. The following information was provided by the initial reporter: the customer found the color of the package changed before using it. About 5cm of the length was red, which was not available before, and the package was in a half-open state.